Event description:
A customer's wife reported that on (B)(6), 2011 customer received an e-6 message on the display of his precision xtra blood glucose meter. She further reported he subsequently experienced a headache, diarrhea, blurred vision and vomiting. Customer self-presented to his healthcare provider, was diagnosed with hyperglycemia and was given a prescription for insulin, which was a change to his normal treatment regimen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.